Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the during the column arthrodesis surgery, material consigned cage for column fusion reported by the doctor was loose and impossible to use. It was then delivered to cme for disinfection to deliver it to the company. This complaint was received directly from brazilian health authority (anvisa), therefore no further information can be obtained other than what is described. This report is for one (1) zero-p implant 8mm height lordotic-sterile. This is report 1 of 1 for complaint (B)(4).